Event description:
As reported by hospital, during placement of a PICC device, a 5f peel-away sheath was inserted into the pt. When the nurse began to peel the sheath, the right tab/handle broke off after negligible force was applied. When the nurse tried to remove the sheath, at 3/4 of the way down, the left tab/handle broke off leaving just the sheath remaining in the pt. The nurse was able to carefully remove the sheath with no pt complications. The used device has been returned for eval.

Manufacturer narrative:
The sample involved in the reported event has been returned to (B)(4) medical. We have forwarded it to our supplier for eval. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).